Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v966168, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type :lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had an implantable neurostimulator replacement (B)(6) 2016 due to normal battery depletion. The leads were also replaced due to the lead being "bad," and the surgery took longer than it should have due to the lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.